Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4) 08/2011- reuse, electrode belt (B)(4): 06/2014- initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Supraventricular tachycardia at 216bpm contributed to the first false detection. Supraventricular tachycardia at 230bpm contributed to the second false detection. The patient was in the hosp at the time of the event. The patient was unconscious at the time of the event, but regained consciousness shortly after the treatment was delivered. The patient's roommate witnessed the event and notified the hosp staff. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient will continue to the wear the lifevest.